Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The certas valve was not returned for evaluation (remains implanted) and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that the certas valve with a peritoneal catheter (823045) and a competitor's lumbar catheter (medtronic) were used with the certas valve, which was implanted on (B)(6) 2020 to a patient via l-p shunt for a sah (subarachnoid hemorrhage) with unknown settings. Between (B)(6) 2020 and (B)(6) 2021; after the valve was placed, the patient had an aneurysm rupture. After the procedure, the patient recovered and discharged.